Event description:
It was reported that the patient's right ventricular (rv) lead had been dislodged. The rv lead was explanted and replaced. The patient condition was unknown. The lead information was not provided.